Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the patient passed through an airport scanner without switching the ipg off. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data g2 - report source.

Manufacturer narrative:
The reported observation against the device¿s inability to communicate, or charge was not confirmed or duplicated. After charging the ipg, the device was able to communicate with a lab clinician programmer. The root cause was not ascertained.